Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead had high defibrillation threshold. The svc coil was capped and was replaced. The rv lead remains in used for other coils. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.